Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the peelable micro introducer of the powerpicc sv catheter arrived broken. Additional information received 06-may 2025: the broken part of the sheath was the distal end, which initially enters the patient's skin. There was no damage requiring treatment. Whether it was necessary to find another set of catheter to use a new dilator, and this prolonged the duration of the procedure and required administration of a larger amount of medication.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged sheath is confirmed; however, the exact cause is unknown. Three photographs of a 3.5 fr microintroducer ptfe sheath were returned for evaluation. An initial visual observation of the photographs showed the tip of the microintroducer was rounded with a crack on either side of the sheath. The dilator was observed to be partially withdrawn from the sheath. No obvious use residue was observed on the sample. No further details of the damage could be discerned from the returned photographs. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.